Event description:
Following a cronary artery drug eluting stenting treatment procedure the stent embolized. The target lesion treatment procedure the stent embolized. The target lesion was a mildly tortuous, mildly calcified, 85% discrete and eccentric stenosed portion of the left anterior descending (lad) coronary artery. The physician predilated the lesion using a 2.0x12mm balloon at 6 atmospheres and then deployed a 2.5x12mm taxus express2 drug eluting stent at 9 atmospheres. The stent appeared to be fully expnaded. There were no apparent procedural complications. Three days after the index procedure the pt returned to the emergency room with chest pains. The physician found that the previously placed stent had extended into the left main (lm) artery and the decision was made to take to pt to surgery. A two vessel coronary artery bypass graft (CABG) was performed and the stent was explanted. Post CABG procedure the pt was stable, no additional intervention was required.